Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:05 was confirmed during product evaluation. This condition was caused by an air in line (ail) printed circuit board (pcb) failure. The pumphead module was replaced to correct this condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A baxter service technician discovered a colleague infusion pump experienced failure code 814:05. This problem was identified in service during review of the pump's event history, where it was discovered that this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.